Manufacturer narrative:
The device was not returned to mmdg for investigation. Based on the information provided by the initial reporter, the pump appears to be infusing at a rate that mmdg would consider reportable. This report will be updated if any new information is made available.

Event description:
The initial reporter stated that the patients infusion was ending thirty minutes early. Mmdg made multiple attempts to follow up and obtain additional information, however, the initial reporter refused to provide any additional information. (B)(4).